Event description:
It was reported that the right atrial (ra) lead was undersensing. The lead was reprogrammed with greater sensitivity which resolved the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01, implantable pulse generator, (B)(6) 2012. A 5086mri, implantable pacing lead, (B)(6) 2012. (B)(4).